Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The unique device identifier is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a total parenteral nutrition bag was leaking from a pinprick hole on the right side of the non-print side, about an inch from the seam and halfway up from the ports. This was observed after filling. There was no patient involvement. No additional information is available.